Manufacturer narrative:
Integra completed its internal investigation 01/19/2016. The investigation included: method: DHR review. Review of complaint management database for similar complaints. Visual examination. Results: device manufacturing date: july 24, 2015. DHR review indicates there were no anomalies reported. No ncr or any variances were associated with this lot. The lot met the specification at the time of release. The catheter functioned within specification. No trend analysis possible for the reported error. A failure analysis has been performed. The product worked within specification. The failure could not be confirmed. Visually no failures could be detected; the probe measured po2 and temperature within specification. Conclusion: product worked within specification; therefore, root cause could not be determined.

Event description:
This is the first of two reports. This is in regards to the first catheter. It was reported that neurosurgery felt that they had two defective licox catheters not caused by insertion. They were under-reading the brain temperature but giving an "okay" pbto2 (brain tissue partial oxygen tension). The resident stated the second catheter he saved looked defective but it looked alright to the neurosurgery clinical nurse specialist. The staff nurse reported to the clinical nurse specialist that the temperature alarm kept alarming and she couldn't shut it off. The clinical nurse specialist explained to the nurse that she couldn't shut it off for a reason. The pbto2 depends on the brain temperature to determine a correct pbto2 and nobody's brain temperature should be 22. The staff nurse stated the smart card matched the numbers on the catheter each time. When the temperature alarm was sounding (reading 22 degrees celsius), the pbto2 was 20 mmhg or greater. With the third catheter, the pbto2 was less than 15 but the brain temperature approximated the body temperature. They went through 3 catheters and the 3rd one seemed to work. The third catheter was discontinued less than 24 hours later. Additional information has been requested and on (B)(6) 2015, the following was received from the customer: no obvious harm was caused to the patient. No other information was provided by the customer.

Manufacturer narrative:
This is to clarify that this complaint is in regards to the 2nd catheter ¿ serial number (B)(4), lot number: 240715 (previously reported in the initial MDR as the first catheter with no serial and lot number reported). Linked to mfg report no: 9617494-2015-00027.